Event description:
It was reported that the 9800 system had a low ma error message and the foot-switch would intermittently not work. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The voltage was adjusted and the foot-switch was replaced during the service call. The system was tested and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint number.